Manufacturer narrative:
The provided calibration and qc data was acceptable. The patient sample was not available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys toxo igm immunoassay result for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to an abbott architect. The toxo igm result from the cobas e411 was 1.24 coi (reactive). The same patient sample was tested on an abbott architect and the toxo igm result was non-reactive. A new sample was collected from the patient on (B)(6) 2019 and the toxo igm result from the cobas e411 was 1.3 coi (reactive). The result in question was not reported outside of the laboratory. The cobas e411 serial number is (B)(4).